Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard was failed to respond. A field service engineer replaced the keyboard and coordinated with technical support center about related issues. Confirmed application functionality through testing. Completed proactive inspection. Software case will be initiated if issue recurs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower keyboard on this device was failed to work during functional. The customer reported the issue occurred when the user was trying to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.